Event description:
It was reported that t:slim x2 pump battery did not charge even though customer used tandem charging cable, tandem wall adapter, and a working outlet. There was no reported adverse impact to the customer¿s blood glucose level. Customer tried a different wall adapter and charging cable without success, and technical support documented issue and provided supplier report because pump was out of warranty.